Event description:
Additional info received from the MFR on 01/11/1999: visual inspection revealed no irregularities that could have contributed to the reported condition. Five units were tested for flow rates according to the standard plant test procedures. The flow rates on the units tested from 545 to 841 ml/hr. The minimum flow specification for the product is 400 ml/hr. Although no problems were found with the retained samples, the appropriate plant personnel have been advised of this complaint for their awareness on future production.